Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device screen was white/blank. As the customer was unable to obtain glucose results, they developed symptoms of weakness, fatigue, and slow speech. Paramedics were called and a glucose result of 25 mg/dl was obtained. The customer was treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and observed reader to be damaged due to use related issue. White screen was observed. Unable to perform built in reader test due to display issue. White screen might have been caused by the damage sustained by the reader. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device screen was white/blank. As the customer was unable to obtain glucose results, they developed symptoms of weakness, fatigue, and slow speech. Paramedics were called and a glucose result of 25 mg/dl was obtained. The customer was treated with glucagon injection. There was no report of death or permanent injury associated with this event.